Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited backup vvi operation. Further investigation revealed that the device was in backup vvi mode on (B)(6) 2018. It was noted that the patient previously presented to hospital due to an unrelated incident. It is unknown if the patient underwent any procedures to provoke the backup vvi operation at that time. While in the clinic, the device was successfully restored. The patient was stable and will continue to be monitored.